Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5159291.

Event description:
Voluntary medwatch received states a patient's right ventricular (rv) lead presented with a fracture. The lead was explanted on an unknown date. No additional adverse patient effects were reported.